Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for tlif at l4-l5 where rhbmp-2 was mixed with autograft and placed inside an interbody cage. Allegedly, after the procedure the patient continued to experience back and leg pain and a follow-up MRI scan showed enhancing tissue in the right l4-5 neuroforamen. Allegedly, due to continued radicular-type symptoms, the patient was forced to undergo additional surgery approximately 14 months post-op. Allegedly, the operative report demonstrates that there was significant hypertrophic bone overgrowth with abundant scar tissue found surrounding the left l3 and l4 nerve roots and as a result, the patient has required extensive medical treatment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.